Event description:
Patient presented for ablation of right lung cancer under general anesthesia (left lung isolation). Four cryoablation probes were placed without incident. Probes tested outside of patient with no leaks detected. First freeze-thaw cycle without incident scans looked as expected. At the end of second freeze cycle (9 minutes into a 10 minute cycle), sudden hypotension and cardiac arrest. Asystole, pulseless. Emergent scan demonstrates pneumomediastinum, right pneumothorax, intra aortic gas. Concern for leak from one of the probes. Probes emergently thawed, removed, CPR initiated. Estimated time to rosc 10 minutes. Patient transferred to ed for emergent care and admitted.